Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-45 lead, implanted 1998 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had been trending down and now measured low impedance the sensitivity was increased. The lead remains in use. No patient complications were reported as a result of this event.